Event description:
It was reported that the patient never had therapeutic effect. It was noted that she could not get therapy to work right for her. It was further noted that the patient was exhausted from getting up so much. It was noted that the patient said that she never got stimulation sensation and when she did it was in her buttocks and it was too high. It was noted that it was to the point of giving her pain. It was further noted that the patient was taking medication with the implant but that it didn¿t seem to help any more than without. It was noted that the patient stopped taking the medication due to cost. It was noted that the implant would occasionally give her a little bit of relief to where she could sleep for three hours. It was noted that that could be because she was just too tired. It was further noted that the patient was unable to hold urine until she got to the bathroom when she had the urge. It was noted that the patient was unable to adjust stimulation. It was further noted that the patient¿s display showed a ¿call your doctor¿ icon. It was noted that there was a power on reset (por) condition. It was noted that the patient saw the message the night prior to report.

Manufacturer narrative:
(B)(4).

Event description:
It was later clarified that the battery was ¿dead¿ or expired and had battery depletion. It was stated, the patient was scheduled for right leg vascular surgery.

Event description:
It was further reported the event was caused by an expired battery. It was stated the patient was deferring replacement of the battery due to a pending vascular surgery. It was noted the patient did not require hospitalization due to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v581948, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).